Event description:
There was a fault message, and the laser catheter would not calibrate during preparation. The catheter was removed, and a different type of catheter was used. There was no patient harm. It is unclear if the issue was with the catheter or the laser console.